Manufacturer narrative:
(B)(4). Concomitant devices - persona posterior stabilized cemented femoral component narrow left size 6 catalog #: 42500006001 lot #: 62869661, persona cemented stemmed tibial component left size c catalog #: 42532006401 lot #: 63158628. Foreign report source: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2020-00262. 0001822565-2020-03584. 0002648920-2020-00465.

Event description:
It is reported that the patient is experiencing severe pain and difficulty with daily activities four (4) years following left knee arthroplasty. No revisions or medical intervention have been planned to date. Attempts have been made and no additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon review of translated medical records, the severe pain previously reported is now known to be generalized pain related to the patient's fibromyalgia and lumbar spine issues. Medical records additionally indicate that the patient has fallen twice in the five years following knee arthroplasty, however, these falls have not caused any complications and did not require medical intervention. All records concerning the knee show no issues with the implants or procedure site. At this time, zimmer biomet does not consider this complaint to be reportable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b7, e1, e2, e3, g4, g7, h2, h10.